Event description:
It was observed that during the device inspection, the gastrointestinal videoscope exhibited a foreign object inside the nozzle. There were no reports of patient involvement.

Manufacturer narrative:
The legal manufacture reviewed the customer provided the cleaning disinfection and sterilization (cds) processes where no obvious deviations from instructions for use (IFU) were identified. Based on the results of the legal manufacturer's investigation, the foreign material could not be specified and the root cause for the foreign material remaining in the device could not be specified. A device history review revealed no issues that could have caused or contributed to the reported issue. This issue is addressed in the instructions for use (IFU): "the instruction manual evis lucera gif/cf/pcf type 260 series operation manual chapter 3 preparation and inspection describes how to detect the subject event. The instruction manual evis lucera gif/cf/pcf/sif type 260 series reprocessing manual chapter 3 cleaning, disinfection, and sterilization procedures describes how to prevent the subject event." Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.